Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not have any audio alarms or alerts. The customer¿s blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump was sound last two times. Sound was internment. The insulin pump will not be return for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. No unexpected audio or vibrate anomalies noted.